Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip sureform 45 stapler instrument's jaws would not close after it was fired. The jaws opened during the firing sequence. The instrument was installed on arm 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked if they had any other issues with other instruments and they did not. The tse identified error 22020 on arm 4 pointing to the curved-tip sureform 45 stapler instrument. The customer replaced the curved-tip sureform 45 stapler instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was stated that they had never seen anything like it before where the stapler instrument fired then opened on its own. The blade was not exposed. There were no malformed staples, and no staples were left undeployed. The surgeon was using a sureform 45 blue reload at the time of the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the curved-tip sureform 45 stapler instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.